Event description:
It was reported that a patient was hospitalized due to severe hyperglycemia with a blood glucose (bg) level of 500 mg/dl. The insulin pump's data indicated it was functioning properly, as it delivered correction boluses through control-iq technology until the pump was disconnected. However, symptoms persisted despite the administration of correction boluses via both the insulin pump and multiple daily injections. The patient was taken to the emergency room and received intravenous insulin infusion, but bg levels remained elevated for a significant period. Prior to hospitalization, the patient had replaced various infusion sets and cartridges without evident issues. There were no ketones present, and no issues were identified with the insulin or cartridges. Pump checks by technical support confirmed the pump was operating as intended, since there were no changes to the settings or alerts. The patient was released on (B)(6) 2026, with no permanent damage identified by healthcare providers.